Manufacturer narrative:
An event of the endscrew of the delivery cable breaking off in the endscrew of the occluder was confirmed. Gross examination found that the endscrew of the delivery cable had broken off and remained attached inside the endscrew of the occluder. While the root cause could not be conclusively determined, a manufacturing or design related issue is retained as a potential cause. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2135147-2021-00127. On (B)(6) 2021, a 10-8 mm amplatzer duct occluder was selected to close off a duct created by a transcaval tavr procedure. A torqvue device loader was used together with an agilis catheter. During the loading of the device there was some resistance noted. The physician positioned the device and deployed the distal end (not fully), while trying to find the optimal position it was noted that the device had become detached from the torqvue delivery cable. An ensnare was then used to snared and remove the device through the agilis catheter. Upon inspection it was noted that the threads of the endscrew of the torqvue delivery cable broke off in the endscrew on the occluder. A new 6 mm amplatzer duct occluder and torqvue were used to complete the procedure. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient was discharged the following day and is stable.